Manufacturer narrative:
Age at time of event: 18 years of age or older.

Event description:
It was reported the balloon burst. During a percutaneous coronary intervention (pci) procedure, a 90% stenosed, moderately calcified, moderately tortuous lesion within the 1st diagonal was being completed with the use of a 10mmx2.50mm wolverine cutting balloon. The balloon was inflated eight atmospheres (atm) when it burst on the first inflation. The procedure was completed with the use of a non bsc device successfully. No patient complications were reported.